Event description:
During an atrial fibrillation procedure, when inserting the product into the patient's body and attempting to remove air trapped in the three-way stopcock and tube, air never escaped possibly due to a leak. The introducer was replaced, air was able to be removed without any problems, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, g6, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During device preparation for an atrial fibrillation procedure, when inserting the product into the patient's body and attempting to remove air trapped in the three-way stopcock and tube, air never escaped possibly due to a leak. The introducer was replaced, air was able to be removed without any problems, and the procedure was completed with no adverse consequences to the patient.